Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. The patient infusion set cannula remained in body when the infusion set was removed on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 12 hours. The blood glucose level was 300 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information was available.